Event description:
This lead was capped and replaced due to a "lead malfunction". Attempts to get additional information regarding the lead malfunction were not fruitful. There were no adverse pt events reported. Should additional information be received, this file will be updated.